Manufacturer narrative:
Correction: h6 & h11 were modified. H6 the following codes were selected: cause investigation: investigation findings c19 and investigation conclusion d14. H11: additional information was obtained during device investigation. During the device inspection, a functional test was performed. The alleged failure of unintended unlocking during surgical procedure could not be confirmed. It can be assumed, that the table did not unlock physically. Only a message was shown on the remote control to lock the device again. This message is displayed prior a physical unlocking will occur that the user is able to react accordingly. This procedure is described within the instructions for use and the user followed these instructions and this case. No hazardous situation occurred. A malfunction was not identified. As a secondary finding, worn foot stamps were identified. This has no impact or causality with an unlocking of the device and will also not lead to a hazardous situation. The worn foot stamps were replaced. Based on this, no further actions are required.

Manufacturer narrative:
The trusystem 7000 operating table is intended for the following use: patient positioning during surgery, including anaesthesia induction and recovery from anaesthesia. Task-related patient transfer within the operating theatre. For applications in conjunction with intra-operative imaging (e.g. CT, mrt, x-ray) with specific table components. Upon on-site inspection, baxter field service technician found the foot stamps were worn. The foot stamps were replaced. Based on this information, no further actions are required at this time. Although there was no reported injury with this event, if the report of ts7000 table unlocked during a case were to recur, it could potentially cause serious injury or death. Therefore baxter is reporting this event.

Event description:
Baxter received a report stating that operating trusystem 7000 table floor locks unlocked during a case. No harm or significant impact to the surgical procedure was reported.